Event description:
It was reported that during an interventional procedure in the right iliac, a fox cross 8.0 x 40 was advanced to the lesion without resistance and pre-dilatation was attempted. The balloon was first inflated to 8 atmospheres, upon the second inflation of 10 atmospheres, the balloon ruptured. The device was removed from the patient anatomy without any resistance. A non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.